Event description:
On (B)(6) 2012, abbott point of care was contacted by an abbott distributor in the veterinary market who's customer complaint is that I-stat troponin cartridges are yielding a higher than normal rate of quality check code (qcc) 69, qcc 133 and qcc 145. The customer states that 3 of 10 failed. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, the incident was identified and linked to an investigation that was completed on (B)(4) 2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.